Event description:
The pt felt discomfort at the site of the implantable neurostimulator. It was not used. The device did not work for the pt's pain. She was very depressed. The device sys was explanted. The pt recovered without sequela.